Event description:
Additional information received from technical support indicating that the loss of pacing noted during the event could not be confirmed.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The device pacing output was tested and found to be normal. The loss of lv output observed in the field was consistent with low battery voltage as a result of premature battery depletion. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
Correction: b5 and h6

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Moreover, loss of pacing was also noted on the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: d6.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.